Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported she discovered a leak today. Patient stated she noticed the infusion set tubing was hanging oddly at her side and she checked and noticed it had become disconnected. No adverse event reported. Requested return of the alleged infusion set for evaluation.